Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and ready for use. The usm was received to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform where chipencoder virtual absolute (cva) characterization test was found to be failing on the insertion axis. Once testing was completed, the insertion cva assembly was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the insertion cva assembly in the usm was found to be the root cause of the reported event.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report recoverable error 23118 on universal surgical manipulator (usm) 4. The caller tried to reboot the system with emergency power off (epo) but the issue persisted. By disabling usm 4 the system powered on without error. The procedure was converted to laparoscopy due to the surgeon¿s decision not to proceed robotically with three usms. There was no patient involvement.